Manufacturer narrative:
Date of event: (B)(6) 2020. Date of this report: 27-feb-2020.

Event description:
The customer reported blower rpm (revolutions per minute) are about half of specification. V60 blower is only running at half the rpm speed when completing performance verification testing for battery. The blower has been replaced but now the v60 will not turn on intermittently. There was no patient involvement.

Manufacturer narrative:
G4: 31mar2020. B4: 01apr2020. The manufacturer¿s technical services (ts) confirmed the reported issue. The customer was provided with the part number for the blower. The customer replaced the defective blower to address the reported problem. The unit successfully passed the required performance verification test. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 01aug2020; b4: 17aug2020. The customer reported that the unit did not experience any failures after the blower replacement. The issue with the unit intermittently turning on was not confirmed by the customer. The replaced blower assembly was returned for failure analysis. The blower assembly was tested and no failures were identified. A relationship of the device to the reported problem could not be confirmed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.